Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/on the left side, the coil is not appropriately positioned, extending out of and perforates the left tube/ extrusion') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 846830, 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included obesity, uterine bleeding, pain menstrual, depressed mood, vaginal discharge, headache, menorrhagia, synovitis, hyperuricemia, sacroiliitis, weight loss, fatigue, arthralgia, vaginal bleeding, adenomyosis, cystoscopy, abdominal adhesions and uterus enlarged. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), infection ("chronic infection"), tooth disorder ("dental issues"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), hypoaesthesia ("numbness") and pain ("chronic body aches"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, autoimmune disorder, pelvic pain, allergy to metals, genital haemorrhage, infection, tooth disorder, fatigue, arthralgia, hypoaesthesia and pain outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypoaesthesia, infection, pain, pelvic pain and tooth disorder to be related to essure. The reporter commented: we could see seven coils into the uterine cavity. This was done bilaterally. The coil on the right side in appropriate position. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/on the left side, the coil is not appropriately positioned, extending out of and perforates the left tube/ extrusion') in an adult female patient who had essure (batch no. 846830, 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. Concurrent conditions included obesity, uterine bleeding, pain menstrual, depressed mood, vaginal discharge, headache, menorrhagia, synovitis, hyperuricemia, sacroiliitis, weight loss, fatigue, arthralgia, vaginal bleeding, adenomyosis, cystoscopy, abdominal adhesions and uterus enlarged. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), infection ("chronic infection"), tooth disorder ("dental issues"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), hypoaesthesia ("numbness") and pain ("chronic body aches"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the fallopian tube perforation, autoimmune disorder, pelvic pain, allergy to metals, genital haemorrhage, infection, tooth disorder, fatigue, arthralgia, hypoaesthesia and pain outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hypoaesthesia, infection, pain, pelvic pain and tooth disorder to be related to essure. The reporter commented: we could see seven coils into the uterine cavity. This was done bilaterally. The coil on the right side in appropriate position. Lot number: 846830 manufacturing date: 2011-03 expiration date: 2014-03-31. Lot number: 932159 manufacturing date: 2011-12 expiration date: 2014-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.